Event description:
It was reported that a dissection occurred. The target lesion was located in the left anterior descending artery. A 32 x 3.00 mm promus premier drug-eluting stent (des) was deployed; however, a distal edge stent dissection occurred post-deployment. Subsequently, another promus premier des was deployed to cover the distal edge stent dissection and completed the procedure.

Event description:
It was reported that a dissection occurred. The target lesion was located in the left anterior descending artery. A 32 x 3.00 mm promus premier drug-eluting stent (des) was deployed; however, a distal edge stent dissection occurred post-deployment. Subsequently, another promus premier des was deployed to cover the distal edge stent dissection and completed the procedure. It was further reported that the target lesion was 90% stenosed, mildly tortuous, and moderately calcified. The stent was fully deployed at 11 atmospheres without any issues. Additionally, the dissection was flow-limiting and graded as c. The patient status was stable post-procedure.

Manufacturer narrative:
B5. Describe event or problem updated.